Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address mid-flexion instability. Poly wear of the patella was also reported.

Manufacturer narrative:
The device associated with this report was not returned. The initial reporting stated patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported polyethylene wear without the product to examine. Based on the inability to find any evidence suggesting product error or identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.